Event description:
It was reported by the affiliate that during the original colectomy, there was no problem. A re-intervention was performed due to an obstruction. During the second procedure the surgeon first noticed that the device did not cut between the staple lines. The surgeon had to do a stoma on the patient for two months.